Event description:
It was reported that the patients number of seizures have increased from 40-60 a day to recently 122 seizures in a 36 hour period. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.